Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in an unk vessel. The physician advanced a 3.5 x 8 mm taxus express2 drug eluting stent, however, the taxus stent was unable to cross the lesion. Upon removal the taxus struts appeared deformed. The vessel was predilated with a voyager balloon and the procedure was successfully completed with a 3.00 x 8 mm taxus stent. No pt complications were reported. The pt status is reported as 'satisfactory/good.'